Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are traced and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece connected to the c-ring on the hempro 2 detached near the port incision. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.